Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the right essure coil was exteriorized from the tube out of the uterine cornua and was contained primarily in the mesosalpinx'), pelvic pain ('pain/ sharp pocking pain, labour- like pain enough to making me stop walking/talking and grimace') and genital haemorrhage ('bleeding') in a 35-year-old female patient who had essure (batch no. 729920) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "2010 she did the implant and ablation / hysteroscopy with endometrial ablation". The patient's medical history included adenomyosis uteri and breast operation. Concurrent conditions included amenorrhoea, dry skin, hot flashes, night sweats, hirsutism, sinusitis, mood change, sinobronchitis, hyperplasia, uterine bleeding, discomfort, uterine dilation and curettage, polyps and nabothian cyst. Concomitant products included ethinylestradiol;levonorgestrel (aviane) in 2016 and oxycodone hydrochloride;paracetamol (percocet) for pelvic pain female. On (B)(6) 2010, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and congenital anomaly), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches / frequent headache"), nausea ("nausea / nausea due to pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal distension ("gastrointestinal or digestive system condition type: something causing ongoing bloating in my stomach area that went away after the essure was removed / ongoing stomach bloating (possible allergy)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("psychological or psychiatric problems condition: increased anxiety due to the sharp pain that kept getting worse as time went on") and depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, migraine, dyspareunia, weight increased and depression outcome was unknown, the pelvic pain, genital haemorrhage, headache, nausea, dysmenorrhoea, fatigue and abdominal distension had resolved and the anxiety was resolving. The reporter considered abdominal distension, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: I was told that I was sterile and that I could proceed to have unprotected sex with my husband. Discrepancy to be noted in essure insertion date as describe in mr: microwave ablation and essure in 2011. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2010: sterile.. Concerning the injuries reported in this case, the following ones was confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, anxiety, vaginal bleeding, dyspareunia, menorrhagia. Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs and mr received: lot number was added. New reporters was added. Events: abnormal bleeding (vaginal, menorrhagia), anxiety, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), bleeding, fatigue, stomach bloating, essure and ablation, device dislocation were added. Medically history were added. Concomitant drugs were added. Event outcome were updated from unknown to recovered / resolved. Date of insertion and date of removal were added. Patient demographics were added. Lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the right essure coil was exteriorized from the tube out of the uterine cornua and was contained primarily in the mesosalpinx'), pelvic pain ('pain/ sharp pocking pain, labour- like pain enough to making me stop walking/talking and grimace') and genital haemorrhage ('bleeding') in a 35-year-old female patient who had essure (batch no. 729920) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "2010 she did the implant and ablation / hysteroscopy with endometrial ablation". The patient's medical history included adenomyosis uteri and augmentation mammoplasty. Concurrent conditions included amenorrhoea, dry skin, hot flashes, night sweats, hirsutism, sinusitis, mood change, sinobronchitis, hyperplasia, uterine bleeding, discomfort, uterine dilation and curettage, polyps and nabothian cyst. Concomitant products included ethinylestradiol;levonorgestrel (aviane) in 2016 and oxycodone hydrochloride;paracetamol (percocet) for pelvic pain female. On (B)(6) 2010, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches / frequent headache"), nausea ("nausea / nausea due to pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: something causing ongoing bloating in my stomach area that went away after the essure was removed / ongoing stomach bloating (possible allergy)") and hypersensitivity ("ongoing stomach bloating (possible allergy)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("psychological or psychiatric problems condition: increased anxiety due to the sharp pain that kept getting worse as time went on") and depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, migraine, dyspareunia, weight increased and depression outcome was unknown, the pelvic pain, genital haemorrhage, headache, nausea, dysmenorrhoea, fatigue, abdominal distension and hypersensitivity had resolved and the anxiety was resolving. The reporter considered abdominal distension, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: I was told that I was sterile and that I could proceed to have unprotected sex with my husband. Discrepancy to be noted in essure insertion date as describe in mr: microwave ablation and essure in 2011. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2010: sterile.. Concerning the injuries reported in this case, the following ones was confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, anxiety, vaginal haemorrhage, dyspareunia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. After internal review, the seriousness criterion for pelvic pain was amended from congenital anomaly to intervention required. The event "ongoing stomach bloating (possible allergy)" already coded to abdominal distension was also splinted to allergy. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the right essure coil was exteriorized from the tube out of the uterine cornua and was contained primarily in the mesosalpinx'), pelvic pain ('pain/ sharp pocking pain, labour- like pain enough to making me stop walking/talking and grimace') and genital haemorrhage ('bleeding') in a 35-year-old female patient who had essure (batch no. 729920) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "2010 she did the implant and ablation / hysteroscopy with endometrial ablation". The patient's medical history included adenomyosis uteri and augmentation mammoplasty. Concurrent conditions included amenorrhoea, dry skin, hot flashes, night sweats, hirsutism, sinusitis, mood change, sinobronchitis, hyperplasia, uterine bleeding, discomfort, uterine dilation and curettage, polyps and nabothian cyst. Concomitant products included ethinylestradiol;levonorgestrel (aviane) in 2016 and oxycodone hydrochloride;paracetamol (percocet) for pelvic pain female. On (B)(6) 2010, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches / frequent headache"), nausea ("nausea / nausea due to pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: something causing ongoing bloating in my stomach area that went away after the essure was removed / ongoing stomach bloating (possible allergy)") and hypersensitivity ("ongoing stomach bloating (possible allergy)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("psychological or psychiatric problems condition: increased anxiety due to the sharp pain that kept getting worse as time went on"), depression ("depression"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, migraine, dyspareunia, weight increased, depression, abdominal pain and back pain outcome was unknown, the pelvic pain, genital haemorrhage, headache, nausea, dysmenorrhoea, fatigue, abdominal distension and hypersensitivity had resolved and the anxiety was resolving. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: I was told that I was sterile and that I could proceed to have unprotected sex with my husband. Discrepancy to be noted in essure insertion date as describe in mr: microwave ablation and essure in 2011. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2011: essure confirmation test(s) (unspecified) results: not provided. Ultrasound scan vagina - on (B)(6) 2010: sterile.. Concerning the injuries reported in this case, the following ones was confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, anxiety, vaginal haemorrhage, dyspareunia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: plaintiff fact sheet received: new events - abdominal pain, back pain were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the right essure coil was exteriorized from the tube out of the uterine cornua and was contained primarily in the mesosalpinx'), pelvic pain ('pain/ sharp pocking pain, labour- like pain enough to making me stop walking/talking and grimace'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 35-year-old female patient who had essure (batch no. 729920) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "2010 she did the implant and ablation / hysteroscopy with endometrial ablation". The patient's medical history included adenomyosis uteri and augmentation mammoplasty. I never had problem. Concurrent conditions included amenorrhoea, dry skin, hot flashes, night sweats, hirsutism, sinusitis, mood change, sinobronchitis, hyperplasia, uterine bleeding, discomfort, uterine dilation and curettage, polyps and nabothian cyst. Concomitant products included ethinylestradiol;levonorgestrel (aviane) in 2016 and oxycodone hydrochloride;paracetamol (percocet) for pelvic pain female. On (B)(6) 2010, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), headache ("migraines / headaches / frequent headache"), nausea ("nausea / nausea due to pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: something causing ongoing bloating in my stomach area that went away after the essure was removed / ongoing stomach bloating (possible allergy)"), hypersensitivity ("ongoing stomach bloating (possible allergy)") and irritable bowel syndrome ("ibs"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), anxiety ("psychological or psychiatric problems condition: increased anxiety due to the sharp pain that kept getting worse as time went on"), depression ("depression"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspepsia ("digestive issues"), vitamin b complex deficiency ("vitamin b deficiency"), vitamin d deficiency ("vitamin d deficiency") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (dilation and curettage and ablation and total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, migraine, dyspareunia, weight increased, depression, abdominal pain, back pain, dyspepsia, vitamin b complex deficiency and vitamin d deficiency outcome was unknown, the pelvic pain, genital haemorrhage, headache, nausea, dysmenorrhoea, fatigue, abdominal distension, hypersensitivity, abdominal pain lower and irritable bowel syndrome had resolved and the anxiety was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, genital haemorrhage, headache, hypersensitivity, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, vitamin b complex deficiency, vitamin d deficiency and weight increased to be related to essure. The reporter commented: I was told that I was sterile and that I could proceed to have unprotected sex with my husband. Discrepancy to be noted in essure insertion date as describe in mr: microwave ablation and essure in 2011. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2011: essure confirmation test(s) (unspecified) results: not provided. Ultrasound scan vagina - on (B)(6) 2010: sterile.. Concerning the injuries reported in this case, the following ones was confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, anxiety, vaginal haemorrhage, dyspareunia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-feb-2020: information received via social media. Events¿ digestive issues, vitamin b deficiency, vitamin d deficiency, lower abdominal pain and ibs (irritable bowel syndrome) were added. The seriousness criterion of the event" genital bleeding" was updated to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), weight increased ("weight gain"), abdominal distension ("bloating"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery to remove the essure implant on (B)(6) 2016. At the time of the report, the pelvic pain, headache, fatigue, abdominal pain, weight increased, abdominal distension, anxiety and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, depression, fatigue, headache, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.